Manufacturer narrative:
It was reported to abbott, a patient's ipg was inoperable. The patient had a full system revision. The patient had a stroke which resulted in emergency surgery rendering the ipg inoperable. The leads had migrated and were explanted and replaced. Therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number: 3006705815-2023-05387, 3006705815-2023-05388. It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Both of the patients leads had also migrated. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced. Therapy was restored post-op.